Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-sep-2021, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 02-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000mcg/ml at 550mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a 10 month history of a waxing and waning effect from the pump. The patient presented at the operating room (or) with skin breakdown at the pump site. An indium study that showed flow throughout system but a possible kink was noted. A new pump and catheter were placed and the pocket was moved to the opposite side.